Event description:
Attorney reported: on (B) (6) 2007 - pt underwent surgery to repair an umbilical hernia. A ventralex hernia patch was used to repair the hernia. As a result of using the ventralex hernia patch, pt was caused to suffer, among other injuries, severe infection and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by pt was due to the ventralex hernia patch.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.